Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.

Event description:
It was reported that the pump with cassette was alarming no disposable. The patient was woken by the alarm. She was lethargic and short of breath at this time and fainted. The patient further reported that she is feeling better now but is still weak and her knee is swollen from falling. Patient receiving infusion for pulmonary arterial hypertension (pah). No additional information available. No patient injury was reported.